Manufacturer narrative:
Event date unknown. Device lot # was not provided/unknown.

Event description:
It was reported that the screw came loose. Tooth location # 7.

Manufacturer narrative:
A certain gold-tite tm hexed screw (iunihg) was returned. Visual inspection of the as received product identified signs of wear due to usage and discoloration around the threads and the shank. There hex circumference was heavily gouged. The hex had significant wear and appeared to be stripped. The certain gold-tite screw retained a test abutment onto an internal connection implant as intended during functional testing. The complaint was not verifiable, as the exact details of the device usage were unknown and the reported loosening could not be replicated. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.